Event description:
During non-invasive mechanical ventilation, a filter within a pressure line that helps measure and deliver ventilatory support was noticed to be occluded on initiation to the patient. The patient struggled to breath briefly, the mask was quickly removed and no harm came to him. The defective filter was identified and removed and the device was placed back on the patient with no ill effects. In discussion with our equipment people, we have since removed all defective filters and initiated communication with the manufacturer.if this event were to have gone unnoticed, the patient most likely would have deteriorated rather quickly. The patient was receiving little to no air through the mask because the pressure line, that was occluded, helps determine the volume of air to give. The patient would have continued to struggle to draw air in through the mask, if it hadn't been removed. This would have resulted in the potential for severe respiratory distress which would have led care givers to believe it was the patient deteriorating instead of the equipment malfunctioning. In that scenario, the patient most likely would have had his care escalate. He would have been re-intubated (invasive ventilation); he would have received additional medications, and his overall ability to leave the ICU may have become compromised due to the increased length of stay involved with this scenario. The longer you are in the ICU the greater the risk to your mortality.thankfully, an alert rt diagnosed this as an equipment failure and intervened before harm came to the patient.vendor contacted, representative responded to issues and will replace defective filters.